Event description:
Customer reported chemical indicator was not completely changing color. As a result, procedures were delayed. Instruments were reprocessed before use in subsequent patient procedures.

Manufacturer narrative:
The unit was inspected by a steris technician and was found to be operating to specification; no issues were noted. The user facility did not report any failed cycles. It was confirmed that all cycles passed successfully. A steris account manager visited the user facility and identified that the facility was using a non-steris container. This non-steris container and steris ci configuration has not been validated by steris. On (B)(6) 2013, the account manager provided an in-service to the user facility on the proper use of the v-pro sterilizer and chemical indicators. No further issues have been reported.